Event description:
The customer reported via phone call that the insulin pump was exposed to water. The customer stated that he had been doing yard work and the sprinklers got him and the insulin pump wet. The customer's blood glucose was 170 mg/dl. He stated that the insulin pump's display went blank immediately after the device had been exposed to moisture. He stated that the device had gotten very wet and did not observe any alarms or constant tones. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Unit powered up properly after battery insertion. No blank display noted. Unit had no button response due to corroded keypad traces. Unit had minor scratched display window, cracked case at display window corner, battery tube threads, reservoir tube, scratched reservoir tube window and cracked reservoir tube lip. Unit also had moisture damage on electronic assembly and on motor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.